Manufacturer narrative:
An outside the united states customer contacted siemens to report that discordant patient sample test results for multiple patients were obtained on an advia centaur xpt immunoassay system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found a leak at the wash manifold. The cse repaired the injector #1 and injector #2 of the wash manifold and checked the wash sequence. The cse ran calibrators and quality control materials with acceptable results. Siemens is investigating.

Event description:
Discordant patient sample test results for multiple patients were obtained on an advia centaur xpt immunoassay system. The initial test results were reported to the physician(s). All impacted samples were repeated on the same advia centaur xpt and the repeat test results were provided as the correct result to the physician(s). Test data was not made available for evaluation. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00109 was submitted on 14-apr-2022. Correction (12-may-2022): updated section b6. The antibodies to hepatitis b surface antigen (anti-hbs, ahbs) test was potentially impacted by this event. Numerical test results and patient sample identifiers were not made available for evaluation for this date of event. Additional information (03-may-2022): siemens headquarters support center (hsc) reviewed the available information and the actions performed by the customer service engineer (cse). On a follow-up visit to the customer site the cse replaced the acid pump and the acid fluids cable assembly. Then the cse ran calibration and quality control materials (qc) with acceptable results. The cause of the discordant patient sample test results for multiple patients is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated. Mdrs 2432235-2022-00147, 2432235-2022-00148, 2432235-2022-00149, 2432235-2022-00150 and 2432235-2022-00151 were filed for the same event.